Event description:
It has been reported that the device may be prematurely draining batteries.

Manufacturer narrative:
This report is based on information provided by philips bench repair technician (brt) and has been investigated by the philips complaint handling team. Philips received a complaint on the philips frx defibrillator indicating that the battery was low. Available details indicate that the device had exhibited symptoms of a critical failure. Insufficient information is available to support final failure analysis. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. It was determined a replacement AED was needed. Due to the device being out of stock, no replacement device was sent to the customer at this time and the device was returned unrepaired. Based on the information available there is insufficient information to confirm the reported problem. Based on the information available, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. Philips recommendation was to remove the device from service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.